Manufacturer narrative:
The customer has not agreed to return the device for further investigation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device the screen froze at the self-test. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A third party service agent evaluated the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power on their device the screen froze at the self-test. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.